Event description:
It was reported that customer in finland experienced difficulty pressing pump quick bolus/wake button, which required multiple presses to turn on pump screen, although screen did eventually turn on. There was no reported impact to the customer¿s blood glucose level. Customer service confirmed pump was not connected to power, reviewed proper button-press technique, and after difficulty persisted arranged replacement of pump under warranty, provided storage and return instructions, and requested return of problematic pump, while customer chose not to share details about backup insulin therapy.